Event description:
It was reported that the patient presented in clinic with non-sustained rv lead noise. Noise was present on near-field. On (B)(6) 2017, the lead was explanted and replaced. The patient was stable throughout the procedure.